Event description:
It was reported that an asymptomatic patient presented to the emergency room after receiving a patient notifier alert for non-sustained lead noise due to post-paced t-wave over- sensing. The oversensing was noted on a stored egm. The device reprogrammed successfully. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.